Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her 10-year-old female child patient faced a kinked cannula due to which she experienced high blood glucose level. The issue occurred with twenty-five similar types of infusion sets between (B)(6) 2023 and (B)(6) 2024, the site location was abdomen or upper buttocks. Also, her blood glucose level due to the event ranged between 400-900 mg/dl and ketone levels were small or moderate which the healthcare professional did not assess as dangerous or life-threatening. Moreover, it was reported that during such event on (B)(6) 2023, she faced a similar issue due to which she experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump and multiple daily injection, but on (B)(6) 2023, she took her daughter to the emergency room (as she was unable to walk) and was subsequently admitted to the hospital due to high blood glucose level. Further, the patient was transferred to the intensive care unit. Her highest blood glucose level was 900 mg/dl and ketone levels were high which her healthcare professional did not assess as dangerous/life-threatening. Furthermore, the infusion had been used for three days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.